Event description:
It was reported that the customer's insulin pump was alarming. The customer stated that the insulin pump that is alarming is an old insulin pump. It was also mentioned that the customer has lukemia and has issues with bleeding from the insertion site. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge..